Manufacturer narrative:
No results available since no evaluation performed. Conclusion: known inherent risk of the procedure. (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no pericardial effusion or injury noted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post successful tf 23mm sapien xt implant the tte demonstrated a small pericardial effusion. It was decided to drain the pericardium through a small subxyphoid incision. After opening the pericardium it was noted that there was no effusion and the incision was closed and patient sent to the unit in stable condition. The heart team had no explanation on why there was no fluid in the pericardium. The native annulus measured 20.9x24.7. The patient had a porcelain aorta.